Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated the cause of the screw not fitting well was because the physician had not used the device for a long period of time, and there was an error in the procedure while using the stimloc. The assembled device was disassembled, and then re-installation of the screw was attempted, but the manipulation of driver could not be performed properly and the screw came off.

Manufacturer narrative:
Other applicable components are: product ID: neu_stimloc_acc, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the force of the stimloc's driver to grasp was weak and it was easy to come off during installation. When the physician disintegrated the shape that was originally attached and then tried to return it to the same shape afterwards, the screw did not fit well. It was pointed out that the grasping force was weak even when trying to attach the screw by using the driver. Additionally, when attaching the stimloc to the skull, the screw did not fit well and it was dropped. After the procedure, revalidation was performed with the physician. Per the judgement of the physician, as a substitute for the dropped screw, the screw used in the cranial plate was diverted and the stimloc was attached. It was unknown if the issue was resolved.